Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 in order to treat irregular bleeding, abnormal pap smears, intrinsic sphincter deficiency with urethral hypermobility, detrusor overactivity, and a left sided ovarian cyst concurrently with a total vaginal hysterectomy with mccall culdoplasty, sparc retropubic sling procedure, and left paratubal cyst drainage/biopsy. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a history of anl paps and mixed incontinence. The patient underwent the concurrent procedures of a total laparoscopic hysterectomy and cystourethroscopy during mesh implantation.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed incontinence. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, bleeding and dyspareunia. The patient underwent a hysterectomy on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 11/13/2019. Corrected information: manufacturing site name additional narrative: it was reported that following insertion the patient experienced urinary urgency, urinary frequency and incontinence.